Event description:
In manufacturer's report # 3004209178-2013-00831-1, the following information was reported: "the patient's lead had "all invalid electrodes." Additional review indicates this information pertains to this manufacturer's report. Any additional information related to the invalid electrodes issue event will be reported in this report. It was reported that a patient was seen in clinic and now "her epidural lead had all invalid electrodes." It was stated that it was doubtful the patient was getting effective surgery. It was later stated that the patient was scheduled for epidural lead revision on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
The patient had her lead revision. She was doing well at this time and receiving good therapy. The lead was not going to be returned to the device manufacturer.

Manufacturer narrative:
Product ID: 3888-45, lot# v325403, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v184882, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).